Manufacturer narrative:
Product analysis the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated. The analyst noted that the proximal conductor was fractured at 51.3 cm from the connector pin and the distal conductor was distorted within the connector pin. The initial reported event of oversensing and impedance was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited elevated sensing integrity counter (sic) counts, high pacing impedance and inappropriate therapy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.